Event description:
A malfunction alarm was reported by the customer with the display of malfunction code 12. It is unknown if this issue caused the customer's blood glucose level to exceed 500 mg/dl, as the customer declined to answer. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and advised to call back if any further malfunction codes appeared.